Event description:
The device reportedly gave a connect electrodes message when connected to a pt. A back up device was used to continue treatment. The patient's outcome and details were not initially reported.